Manufacturer narrative:
The customer¿s report of an overinfusion was not confirmed. Analysis of the pcu event shows pump module s/n (B)(4) was programmed to infuse lactated ringers (drugid (B)(4)) at a rate of 100ml/hr with a vtbi of 950ml at 4:31 pm on 01 october 2018. At 4:32 pm, the user programmed a delay for 1 minute and the device goes into standby. At 4:33 pm, the delay completed and the infusion started. At 4:42 pm, the device alarmed for patient side occlusion and the user restarted at 4:44 pm. At 4:47 pm, the device alarmed for patient side occlusion and the user restarted at 4:48 pm. At 5:00 pm, the user changed the rate to 80ml/hr. At 4:23 am on (B)(6) 2018, the primary infusion completed and the device transitions to kvo at the kvo rate of 10ml/hr. At 4:24 am, the user changed the vtbi to 80ml and started the infusion. At 5:24 am, the primary infusion completed and the device transitioned to kvo at the kvo rate of 10ml/hr. At 5:26 am, the user channeled the device off. At 5:28 am, the user restored the previous infusion running at 80ml/hr. The user changed the vtbi to 950ml and started the infusion. At 11:49 am, the device alarmed for patient side occlusion. The user paused the infusion and restarted at 11:54 am. The device alarmed 3 more times for patient occlusion between 11:54 am and 11:56 am and the user restarted the infusion each time. At 12:36 pm, the user paused the infusion and restarted at 12:44 pm. At 2:19 pm, the user programmed a delay for 30 minutes. At 2:49 pm, the delay completed and the infusion started. Between 2:50 pm and 3:38 pm, the device alarmed for patient side occlusion 5 times and the user was able to restart the infusion after each alarm. At 6:16 pm, the device alarmed for callback after infusion and the infusion is stopped. At 6:18 pm, the user changed the vtbi to 70ml and started the infusion running at 80ml/hr. At 7:10 pm, the primary infusion completed and the device transitioned to kvo at the kvo rate of 10ml/hr. At 7:16 pm, the user changed the vtbi to 25ml and started the infusion. At 7:35 pm, the primary infusion completed and the device transitioned to kvo at the kvo rate of 10ml/hr. At 7:42 pm, the user channeled the device off. At 7:49 pm, the user restored the previous infusion running at 80ml/hr and changed the vtbi to 950ml and started the infusion. At 9:44 pm, the user paused the infusion and then restarted at 9:46 pm. The user then paused the infusion again and then channeled the device off at 9:48 pm. At 9:52 pm, the user restored and started the previous infusion running at 80ml/hr (vtbi = 797.343ml). At 11:10 pm, the device alarmed for air in line and the user restarted the infusion. The device alarmed for air in line again and the user paused the infusion and then channeled the device off at 11:14 pm. At 2:05 am on 03 october 2018, the user restored and started the previous infusion running at 80ml/hr. The user changed the vtbi to 950ml and started the infusion. At 8:03 am, the user paused the infusion and restarted at 8:04 am. At 8:45 am, the user channeled the device off and the system was shutdown and powered off. The volume recorded as being infused during this period was 2866.02ml. The root cause of the customer¿s report of an overinfusion was not identified. No device was returned for investigation.

Event description:
The customer initially reported that an infusion of lr was programmed to infuse at 80 ml/hr but was later reported to be at 100ml/hr, and was noted to have completed in 2 hours. There was no patient harm.

Manufacturer narrative:
Concomitant medical products: 8300; (2)pri tubing; pca tube; etco2 disposable, therapy date (B)(6) 2018. The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. No devices received, log review only.

Event description:
The customer initially reported that an infusion of lr was programmed to infuse at 80 ml/hr but was later reported to be at 100ml/hr, and was noted to have completed in 2 hours. There was no patient harm.